Manufacturer narrative:
An investigation of this event as conducted in accordance with internal procedures and applicable regulations. The actual device was not returned for evaluation. The code 1186 was selected with "other" meaning that the manufacturing process, design, inspection, testing, lot records, training, etc. Were evaluated.

Event description:
Bowel perforation discovered due to complaint of abdominal pain. Patient treated with antibiotics.